Event description:
The initial reporter stated they have been having control failures for multiple tests on the cobas 8000 c 702 module. One patient sample also had discrepant results for crej2 creatinine jaffé gen.2. The sample initially resulted with a creatinine value of 1.32 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 2.55 mg/dl and this value was believed to be correct. The creatinine reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the cuvette rinse mechanism was overflowing cells. The vacuum lines were flushed and the rinse mechanism was adjusted. The sample and reagent probe seals were replaced. The system was decontaminated. The customer ran all calibrations and controls. All results were within the customer's established ranges. The investigation determined the service actions resolved the issue.